Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reports glare, decreased distance vision, inability to see clearly and has to wear eye glasses. The symptoms are greater in the left eye. The consumer has requested that we do not contact the surgeon. Left eye: MDR #1119421-2007-00381. Right eye: MDR #1119421-2007-00382.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The consumer has requested that we do not contact the surgeon.